Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. There were no numbers ramping up. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother called in to report a keypad anomaly. The customer's blood glucose level was 306 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.